Manufacturer narrative:
A partial lead with the distal portion of the lead measuring 47.5 cm was returned for analysis. The reported field event of noise was confirmed in the laboratory. Internal insulation abrasion measured was noted at 4.9 - 5.1 cm from distal tip. The etfe coating of one re cable and the ptfe lining exposing the inner coil was the cause of the reported field event of noise. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead sensing noise anomaly was observed on the rv lead. Patient was asymptomatic. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable post procedure.

Event description:
New information received on (B)(6)2018 states that patient was presented to the hospital for lead revision and device explant the abandoned and capped rv lead was explanted during this procedure as well. Patient was stable prior, during and post procedure.